Event description:
Customer reports receiving high blood glucose result of 156mg/dl with low blood glucose symptoms while using the compact system. Customer's symptoms did not match results. Customer reports her niece drove her to the emergency room. Customer reports they tested her blood glucose with a result of 60mg/dl; was treated with water and sugar IV and given food to eat. No quality controls were run. Customer reports she does not have strips used in the event; and a replacement was sent.